Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the inappropriate and/or insufficient reprocessing of the subject device by the user. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the green colored water was dropped from the instrument channel outlet of the subject device after the reprocessing. It was not provided the other detailed information. There was no patient injury associated with this report.